Manufacturer narrative:
Event date is estimated. It was previously unknown which of the patients leads had migrated. However it was confirmed that both leads had migrated.

Event description:
Related manufacturer report number:3006705815-2023-01295. Additional information was received indicating that both of the patient leads had migrated. Migration was confirmed via x-ray imaging. Surgical intervention took place on (B)(6) 2023 where in both patients leads were explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
A patient experiencing lead migration was reported to abbott. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Event date is estimated. The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000123004.

Event description:
Patient has reportedly experienced a lead migration. Surgical intervention is expected for an unknown date in the future.